Event description:
Reporter indicated a vns generator could not be interrogated while the generator was still in its sterile packaging prior to surgery. The generator was returned to the manufacturer and a product analysis confirmed the reported condition of failure to program. The pulse generator would not interrogate, therefore, was opened. The measured battery voltage of 0.941v is below the 2.2v low battery operation level specified for the pulse generator per specification, which indicates that the pulse generator had reached the end of service. The standby (wait) supply current measurement of 94.86ua is not in specification. This measurement demonstrates an increased current consumption for the device, resulting in a premature end of life condition. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor.